Event description:
The customer reported that the driver block was sliding freely across the lead screw in the locked position. The customer has bgs and was vomiting. The customer does not have back up plan of manual injections.